Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal rate setting was incorrect. The customer's blood glucose (bg) level was 600 mg/dl and was addressed via a bolus using the pump. Reportedly, the customer consulted with the healthcare provider and made adjustments to the basal rate. The updated basal rate settings resolved the elevated bg.